Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not observe a blank display, but found horizontal lines through the display due to a puncture as a result of an external influence. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'blank screen' was not verified however, the liquid crystal display was replaced to address the lines from external influence. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen. This occurred in the biomedical service department during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.